Event description:
Patient undergoing phacoemulsification for iol placement. When inserting lens noted a cartridge was defective. Removed from eye and cartridge had stress fx, and lens had crack. New cartridge and lens used. When lens inserted, and cartridge removed noted there was a crack in the cartridge.